Event description:
Pt was revised to address loosening at the cement/implant interface. Depuy cement was not used at the primary surgery. Minimal poly wear was also observed intraoperatively.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The cement product was not of depuy manufacture. A search of the complaint database did not show any other reports against the reported lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.